Event description:
It was reported that the insulin pump fell off on the tile floor and the device is cracked. The customer's blood glucose reading was 14.5mmol/l. Troubleshooting was performed and found that the driver support cap popped out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.